Event description:
It was reported that "the doctor found the luer hub/fitting has crack during used on the different patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 9680794-2025-00087.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the doctor found the luer hub/fitting has crack during used on the different patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 9680794-2025-00088 and 9680794-2025-00087.

Manufacturer narrative:
(B)(4) the customer returned one connector assembly from a hemodialysis kit for analysis. Signs of use were observed. Visual analysis revealed scratch/stress markings and cracks on both luer hubs. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. No other defects or anomalies were observed on the connector assembly. Both luer connections were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube." A lab inventory syringe filled with water was used to flush each extension line. No leaking was observed from either of the luer hubs. A manual tug test confirmed both luer hub were securely attached to their respective lumens. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage. Repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The report of damaged luer hubs was confirmed through complaint investigation of the returned sample. Visual analysis revealed both luer hubs contained damage consistent with overtightening or repeated tightening of the hubs. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.